Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis noted the broken band tubing was brittle with evidence of leakage. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the possible outcome of leakage as follows: "the manufacturer of the lap-band ap adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, a the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and not with standing the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or a typical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use".

Event description:
Health professional reported, "explanted gastric band [and] port." Follow-up information: health professional reported, "infection ob band, device leak/complication of device."